Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left bundle branch lead implant, the lead was placed and a slitter was used to slit the delivery cat heter/sheath. After the delivery catheter/sheath was cut, it was found that the left bundle branch lead was kinked and the insulation layer was damaged. The left bundle branch lead was removed. A new delivery catheter and slitter was used to successfully implant a new left bundle branch lead. No patient complications have been reported as a result of this event.